Event description:
During follow-up, noise, decreased impedance and increased capture threshold were observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Event description:
Additional information received indicated the noise resulted in oversensing and the decreased impedance was low voltage.